Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, thrombosis occurred. The target lesion was an area of dissection caused by a 2.5x12mm non-bsc balloon catheter in the proximal left anterior descending (lad) artery. A 2.75x16mm taxus express2 drug eluting stent (des) was deployed in the proximal lad. There were no additional patient complications reported. Three days later, the patient experienced chest pain and was sustained ventricular tachycardia and thrombosis was discovered. It took "some time" to rewire the vessel with an unknown type guidewire. A non-bsc aspiration catheter was used. The lesion was ballooned "several times" with an unknown type balloon catheter and flow was restored. The patient was transferred to the ccu. The patient was "fairly unstable" but has "improved". The patient was on plavix, integrilin, heparin. Repeated requests for additional information has been made; however, no information has been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.